Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported mitral regurgitation (mr) and dyspnea appear to be cascading events of the slda. Additionally, mr and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment/slda, worsening mitral regurgitation and shortness of breath. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted restricted mobility of the posterior mitral leaflet and possible cleft. On (B)(6) 2021, one clip was successfully deployed, reducing mr to 1. Then on (B)(6) 2021, the patient returned for follow-up as an outpatient. It was discovered that the clip detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), worsening mr to 4+. On (B)(6) 2021, the patient returned to the local office experiencing shortness of breath. The patient was not re-admitted and will continue as an outpatient until treatment is determined. Additional treatment have not yet been performed. No additional information was provided.